Manufacturer narrative:
An event of explant of the valve due to a leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, one cusp appeared to be torn near a stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018 a epic mitral e100- 29m valve was implanted. Pre-existing patient conditions were: the patient was still asymptomatic at echocardiogram dated last january, that showed no abnormality and a prosthesis working well. In june, a sudden dyspnea appeared at echography, a massive mitral insufficiency at the center of the valve. No para valvular leak, as forecasted is found. On the other hand there is a tear of a cusp at a commissure level without any vegetation recalling more of a prosthesis mechanical dysfunction than an endocarditis. On (B)(6) 2020, mitral bioprosthesis is not calcified, with an intraprostatic leak, shifts from a leaflet and flow directed towards the interatrial septum, leak grade iii sor 0.5cm. On (B)(6) 2020 found biological mvr: intra prosthetic leak, seems severe, difficult to quantify in tte, absence of dependable pisa, 7mm jet at origin, moderate stenosis, mean gradient at 8mm hg. Filling pressured cannot be evaluated. Failure of leaking mitral bioprosthesis. On (B)(6) 2020, the epic valve was explanted and replaced with an edwards perimount plus pericardial with a remodeling of annulus. The heart maintains a stable hemodynamic state in sinus rhythm without pharmacological agents. The patient is stable.